Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on proper pressing techniques, but the difficulty persisted, prompting the decision to replace the pump. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. The pump was confirmed to be under warranty, and arrangements for its replacement and return were communicated successfully.